Event description:
During a kalix ii surgery, the surgeon impacted the implant (size 9) but, the kalix ii implant did not work. The snapp off part of the implant broke. The surgeon took the implant out and put a bigger size implant (size 10). The implant took well. No pt injury or increase of surgery time was reported.

Manufacturer narrative:
The product was received for eval. Upon visual inspection, the product was not completely impacted, but the snap-off part of the implant was broken. The lot number wrote on the implant, indicated that the product is from an old design. The implant involved in this complaint is an old design of the device. A design change was implemented to reduce the gap between the conical insert and the snap off part (reduced from 3/10 to 1/10) to improve the strength of the snap off part of the implant. Based upon the visual inspection and the reported event, the root cause could not be determined. The possible root cause may include the following: 1. The implant may have been positioned incorrectly on the impactor. The implant may not have been flush to the extremity of the impactor. 2. The surgeon may not have applied a firm pressure on the trigger of the impactor to enable the expansion of the implant the sinus.